Event description:
Device malfunction: suture pulled out of artery. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reproted that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after the plunger and needles were removed from the device, the suture pulled out of the artery. Hemostasis was achieved using a second proglide device. There were no reproted adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported that device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.